Manufacturer narrative:
This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Site sample status was not received.

Event description:
Event verbatim [preferred term] second degree chemical burn [second degree chemical burn of skin] , worn overnight [device use error] . Case narrative:this is a spontaneous report from a non-contactable consumer. A patient of unspecified age and gender started to use thermacare heatwrap (thermacare heatwrap), device lot number not provided, from an unspecified date to an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. It was reported the patient used the product and received "the second degree chemical burn 2 of them" on an unspecified date. The patient also reported "it said do not wear more than 8 hours" and the patient did not wear more than 8 hours. It was just worn overnight and the patient woke up and thought, they had a little discomfort and then the patient went to take a shower and it started burning and the patient looked down and had all these burns on the side on an unspecified date. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. According to the product quality complaint group: reasonably suggest device malfunction: no. This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Site sample status was not received. Follow-up (20mar2020): new information received from the product quality complaint group included investigational results. No follow-up attempts are possible. No further information is expected. Comment: based on the information provided, the events of "the second degree chemical burn 2 of them" and "it said do not wear more than 8 hours/it was just worn overnight" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] second degree chemical burn [second degree chemical burn of skin] , worn overnight [device use error] , . Case narrative:this is a spontaneous report from a non-contactable consumer. A patient of unspecified age, ethnicity and gender started to use thermacare heatwrap (thermacare heatwrap), device lot number not provided, from an unspecified date to an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient reported he/she used the product and received "the second degree chemical burn 2 of them" on an unspecified date. The patient also reported "it said do not wear more than 8 hours", he/she did not wear more than 8 hours. It was just worn overnight and the patient woke up and thought, they had a little discomfort and then I went to take a shower and it start burning and he/she looked down and had all these burns on the side on an unspecified date. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. No follow-up attempts are possible. An investigation of the device could not be conducted. Company clinical evaluation comment: based on the information provided, the events of "the second degree chemical burn 2 of them" and "it said do not wear more than 8 hours/it was just worn overnight" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "the second degree chemical burn 2 of them" and "it said do not wear more than 8 hours/it was just worn overnight" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.